Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The device was returned to olympus for inspection, and the issue could not be replicated and there were no burn marks on the device that would be consistent with the reported sparking and fire. Based on the results of the investigation, it is not possible to establish the root cause olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report is related to patient identifier (B)(6).

Event description:
It was reported that the superpulsed laser system had sparking and flames. The issue was found during preparation for use. There were no reports of patient harm.